Event description:
The clinician reported that the implant fractured at tooth site #18 and was removed on (B)(6) 2018. The implant will be replaced after healing.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An imp,tsv,4.7,10,mtx,mg (item # tsvtwb10) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information using the item #/ item # and lot #. A tsvh11 with locator abutment was returned under this complaint number for investigation. However, follow-up with the customer confirmed that the patient has no documented association with a tsvh11, meaning that it cannot be the implant from this reported event. The returned implant also presents with no fractures. As such, the returned tsvh11 will not be investigated against the reported event. The reported device was located on tooth # 18 and was used for approximately 7 years. Pictures or x-ray images of the implant in the osteotomy were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported implant fracture. The reported complaint could not be verified due to the lack of a returned product and any related evidence. A definitive root cause for this complaint could not be determined. The following sections have been updated: date of this report , expiration date, UDI, date received by manufacturer, type of report, follow-up number follow up type, device evaluated by manufacturer: change ¿no' to 'yes', device manufacture date, evaluation codes, additional narrative.